Event description:
It was reported that during testing, it was observed that the motor device was broken. During in-house engineering evaluation, it was observed that the device had low rotations per minute (rpm) and a rub. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions were confirmed. An assessment was performed on the device which determined the device had low rotations per minute (rpm) and a rub. It was determined that the low rpms and rub were caused by running the device without oil or with low oil. The assignable root cause determined to be misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.